Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states the doctor performed a peritoneal dialysis insertion for the pt. He connected the titanium joint and the peritoneal dialysis catheter, and found leakage of the peritoneal dialysis catheter near the titanium joint, as a result, this section was cut off, but a crack was still found on the peritoneal dialysis catheter, the two cracks were similar. The catheter was removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.